Manufacturer narrative:
Product analysis :analysis found scratches and dents on the outer tube and tip lens, and the image was cloudy. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the device had poor visual field. No further complications were reported regarding the event. Update : procedure : med update: the product came in contact with the patient. There was no impact to the patient.